Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was noted to be depleting quickly, dropping from 50% battery life to 5%. The customer's blood glucose level was 264 mg/dl and it was addressed with a manual injection. Reportedly, the customer would continue to use the pump until replacement pump is received.